Event description:
Event description boston scientific received information that a lead revision procedure was performed due to the impedance measurements were greater than 2500 ohms. The patient presented with complete heart block with an intrinsic rate in the 30 beats per minute range. She was symptomatic but had no injuries. The daily measurements displayed impedance measurements from 400 to 1300 ohms in september. The patient reported she felt dizzy and tired and she slipped and fell on her shoulder in the shower in september. She had no syncope. The pacemaker was electively explanted at the procedure, due to nearing replacement time and the pocket was opened, thus avoiding another procedure in the near future.